Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction causing or contributing to the patient's death.

Event description:
On 10/02/2020: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. The patient was at a rehab facility when the event began. Resuscitation efforts were made on the patient, who was taken to the hospital by ems. Review of the download data indicates that the patient experienced a treatment event on (B)(6) 2018. The patient experienced a ventricular fibrillation (vf) arrhythmia at 23:49:54 on (B)(6) 2018 and was appropriately treated while in vf at 23:50:35. The post-shock rhythm was asystole. Asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was treated while in asystole at 23:50:59. The patient then transitioned from asystole to an idioventricular rhythm at 100 bpm at 00:03:13 on (B)(6) 2018. The patient then received two inappropriate treatments while in an idioventricular rhythm at 100 bpm. The patient remained in the rhythm, and the belt was disconnected at 00:05:13. It was reported that the patient subsequently passed away on (B)(6) 2018 around 3 am.